Event description:
(B)(4). The dentist reported that 10 months after the implant was installed in intra-oral region # 12 it was verified its non osseointegration. Thirty ncm of primary stability was achieved and immediate load was not performed.